Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was found to be subdural. The patient outcome was unknown. The drug being used in the pump was unknown.

Event description:
Additional information received reported that catheter dye study revealed catheter tip loculation at t2.

Manufacturer narrative:
(B)(4).